Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high impedance measurements. The lead remained implanted. The patient was in stable condition.